Event description:
It was reported that noise was observed on the atrial lead which resulted in inappropriate mode switch episodes. No patient symptoms were reported. It was determined that an insulation anomaly was present on the lead. The lead was capped and replaced during a device changeout procedure. The patient was noted to be in stable condition throughout the event.

Manufacturer narrative:
(B)(4).